Event description:
A report was received that the patient was experiencing pain after a fall due to stimulation that was turned up high. It was also noted that one of the contacts had high impedance. The patient was prescribed with pain patch and was doing well.

Event description:
A report was received that the patient was experiencing pain after a fall due to stimulation that was turned up high. It was also noted that one of the contacts had high impedance. The patient was prescribed with pain patch and was doing well.